Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty fsr (gold). Unable to confirm excessive no delivery alarm due to motor error alarm.

Event description:
The customer reported via phone call that their device is giving customer no delivery alarm and it has happened more tan once. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is 171 mg/dl. Customer was advice disconnect from device and to refer to their healthcare provider¿s instructions. No further details or information available. The device will be returned for analysis.